Event description:
Pt was in the ER; the hcp called MFR and asked how to stop a synchromed pump from infusing medication. The hcp did not have a programmer and was not familiar with the pump. The pt had a suspected overdose. MFR rep educated caller to empty the pump reservoir and faxed a copy of the emergency procedue for overdose and emptying the pump. The drug used was morphine.